Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Despite multiple attempts, no additional information was available from the local representative. The available information suggests that this lead remains in-service.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2014. Ts was informed that a lead safety switch (lss) was declared for on this pacemaker system in (B)(6) 2013. The patient was now being seen in-clinic to assess the integrity of their right ventricular (rv) lead. All in-clinic lead diagnostic measurements were normal. A review of the device's daily measurements (dm) found that the rv impedances were in the 900 ohm range. Historically, the device rv paced 1% of the time. It was unknown if there were non-physiologic episodes due to electrogram noise stored in the device's arrhythmia logbook. Ts suggested checking the arrhythmia logbook for episodes. Additionally, pocket manipulation and patient isometrics should be undertaken in an attempt to elicit electrogram noise.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient contacted boston scientific's technical services (ts) in early-july 2015. The patient asked if any precautions were required for laser treatment. The patient mentioned that a lead safety switch had occurred after taking an arc welding class back in late (B)(6) 2013. Ts was informed that the patient had experienced some muscle stimulation after the switch to unipolar had occurred. Ts informed the patient that precautions were not required for laser treatment; however, the patient should maintain a 24 inch separation for arc welding. Ts discussed the risk of oversensing due to electromagnetic interference with arc welding. Ts explained that there was no obvious relationship between the lead safety switch and arc welding unless an inappropriate lead impedance measurement was taken during arc welding.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information in early (B)(6) 2017 from a follower patient listing form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device was explanted and replaced with a non-boston scientific device. The reason for device replacement was not reported. The available information suggests that the patient's chronic leads remain in-service. The explanted device was never returned to boston scientific for laboratory testing.